Event description:
The pt stated that the infusion sites of his current box of infusion sets fall off easily. He stated that he shaves the hair from the insertion area and uses IV prep wipes to prepare the insertion site. He stated that he has never before experienced issues with infusion site adhesive. He stated that 5 infusion sites have failed. He did not retain any of the used infusion sites. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The unused product was requested to be returned for evaluation.